Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics ( doses, routes and frequencies not reported) for peritonitis which were discontinued 13 days after event onset. The same day, pd therapy was discontinued and the patient was transferred to hemodialysis therapy. At the time of the report, the patient was not recovered from the event. No additional information is available.